Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. Section a4 was left blank as the customer's weight was not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next link meter. During the call, upon the customer service agent's request, the advocate ran a blood test and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. Replacement meter and test strips were send to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.